Event description:
The device was returned for routine preventative maintenance with no reported problems. During the repair evaluation. It was discovered the raas option (remote alarm connection) was non functional. There was no pt involvement malfunction detected on tech's bench.